Event description:
The user facility reported that slipping occurred while the device was in use. According to the user facility rep, the pt sustained a laceration. Add'l info has been requested from the user facility.

Manufacturer narrative:
To date, the device has not been received for eval. An investigation has been initiated based on the reported information.to date the device has not been received for eval. An investigation has been initiated based on the reported info.